Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that an alternate blood glucose test was used. The animas vibe user's guide states: do not use alternative sampling sites (e.g., palm or forearm). At the time of contact, no injury or medical intervention was reported.